Manufacturer narrative:
Corrected data: common device name (section d2) was added, and unknown serial number notation should not have been added in the previous report.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5120106.

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's right atrial (ra) lead was sensing noise due to electromagnetic interference. The patient was asymptomatic. Further information was not provided.